Manufacturer narrative:
Please disregard previous lot history statement. Lot number provided can not be validated. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). Surgeon inserted graft into patient. Surgeon said that it seemed to unravel whenever he cut into it and he had to repair it, which prolonged the surgical procedure.

Manufacturer narrative:
(B)(4). Maquet wayne serves as the distributor for this device. Intervascular is the manufacturer of the device and is therefore responsible for all investigational activities.

Event description:
Per adverse event report (B)(6). Surgeon inserted graft into patient. Surgeon said that it seemed to unravel whenever he cut into it and he had to repair it, which prolonged the surgical procedure.